Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The insulin pump was programmed with a 2 unit per hour basal rate and a 2 unit bolus delivery. All delivered and completely recorded. No daily total anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
It was reported that the customer had high blood glucose values for two days. The first day the blood glucose was 28.0 mmol/l, which was caused by a bent cannula of the infusion set. The customer treated with 15 units of manual injection. The second day, the customer's blood glucose was 19.0 mmol/l. The customer changed the site of the infusion set insertion. Assistance was provided and during troubleshooting it was noted that the daily values and the basal rated did not match. It was advised that the insulin pump needs to be replaced. Nothing further was reported.